Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, lot# unknown, product type: accessory. Analysis of the lead found no anomaly. Lead was able to be inserted into a known good cannula with no resistance using a known good stylet. The lead tip appears to be straight.

Event description:
It was reported that during the procedure the electrode tip was twisted and the physician could not insert it into the driver cannula. No action was required, a different product was used. Diagnostic testing or troubleshooting was not required. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).